Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one burst of anti-tachycardia pacing (atp) and three shocks for a rhythm that appeared to be atrial or sinus driven. This ICD remains in service. No additional adverse patient effects were reported.